Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unverified, found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported long charging sessions with their implant starting last week. Pt said the implant would take an hour and a half to charge to 50%. Pt said last thursday or friday, they couldn't get the implant to charge at all. Pt said they reset their controller and tried charging again yesterday morning and they saw 100 high and 100 low on their controller screen; this was understood that the pt was in passive recharge mode. Pt said they then noticed the cord, where the cord meets the paddle of the recharger (rtm), was getting real hot. The pt also mentioned feeling pain in their leg because they have been unable to charge their implant. A replacement rtm was sent to the patient. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they received the recharger and are still not able to charge. Pt was seeing passive recharge mode screen. Reviewed it was due to battery being depleted. Pt agreed they did not charge for 4 days. Pt used it on the call and was able to get to normal charging screen. Implant was in red and said recharging and green light was blinking. Pt will continue recharging and then turn stimulation on.